Event description:
On (B)(6) 2018, a reporter for the patient (patient¿s sister) contacted lifescan (lfs) spain, alleging that the patient¿s onetouch verio iq meter was producing inaccurate results. The complaint was classified based on customer service representative (csr) documentation. The reporter advised that on (B)(6) 2018 at 6.37pm, the patient obtained an alleged inaccurate result of ¿65 mg/dl¿ on the lifescan meter. The reporter stated that she took the patient for a walk and gave him more food and that at 7.28pm, she retested the patient¿s blood glucose and obtained a result of ¿379 mg/dl¿. The reporter explained that she retested the patient¿s blood glucose again at 9.05pm and obtained a result of ¿590 mg/dl¿. The reporter stated that the patient has down syndrome and his diabetes is managed with self-adjusted insulin doses (novorapid). She stated that the patient¿s insulin dose was doubled (novorapid, 8 units) in response to the alleged inaccurate reading of ¿590 mg/dl¿ and informed the csr that the patient began to ¿feel dizzy¿ at 9.44pm. After the onset of symptoms, the reporter retested the patient¿s blood glucose again and obtained a result of ¿38 mg/dl¿. She explained that she treated the patient with ¿a sachet of sugar¿ immediately after obtaining this result and the patient began to feel better. The reporter denied that the patient obtained a blood glucose result on another device. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly at the time of testing and the results were from the same approved sample site. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed a sign indicative of an acute diabetes excursion for which he received third party intervention after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.